Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified brachial vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good post procedure.